Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Additional information: e1 for hospital information.